Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an esophagogastroduodenoscopy (edg) procedure on (B)(6) 2012. According to the complainant, during the procedure while the guidewire was being removed from a peg j-tube, the guidewire peeled near a knot like lump noted on the guidewire. It was reported that no part of the guidewire detached into the patient. The procedure was completed with another jagwire and the same j-tube with no patient complications. The patient's condition has been described as fine. On (B)(4) 2013, investigation results revealed that the corewire had fractured, making this a reportable event.

Manufacturer narrative:
(B)(4) for the reported event of corewire fracture. A visual examination of the returned device revealed that the guidewire had separated into two sections. An analysis of the fracture site revealed tension and compression zones; failures surface showed transversal mark pointing to a bending overload event, also showed evidence of equiaxial dimples rupture, most probably due to a tension overload event. The outer diameter of the guidewire was measured and found to be within specification. Assorted anatomical and procedural issue could have contributed to the difficulty withdrawing of the wire, therefore, performance was limited and may have contributed to failure. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review was performed and no other complaints were reported for lot number 15412514.